Event description:
Caller reported that a cartridge was damaged, specifically noting cloudiness in the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.